Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 55 ml of solution. The reported condition of tangled coiled tubing was confirmed. Visual examination of the unit confirmed that the coiled tubing had 4 turns, which is within the specification of 4 - 4 turns. The unit was emptied of solution and refilled. During and after fill, no evidence of entanglement was noted on the coiled tubing. No root cause could be identified. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter (B)(4) received a report that an infusor had a entangled coiled tubing during filling. The device was being filled with a solution of sand statin and saline. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The sample is available. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s.the device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.